Event description:
During an avm embolization with glue, it was reported on the use of a second catheter, resistance was encountered while the physician was injecting dextrose which led to the catheter burst. No complications were reported to have occurred with the pt as a result of this event.